Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(6) 2015. The fse found the instrument was generating erroneous cbc results. The fse replaced the blood sampling valve and the actuator, which repaired the issue. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported that erroneous high cbc results were recovered for 5 samples run on the coulter lh 500 hematology analyzer. The results were rerun on another instrument and those results were considered correct. The erroneous results were not reported outside of the lab and there was no change or affect to patient treatment in connection with this event.